Event description:
Repair center alleged the unit had low o2/yellow light and that the tie wrap is defective. Per independent repair statement the unit had low o2 or yellow light. No key failure was indicated. Additional malfunctions were the tie wraps were defective.